Manufacturer narrative:
E1: initial reporter addr 1: (B)(6) e1: inital reporter phone #: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ arterial blood collection syringe, the sterile barrier of the outer packaging was no sealed properly. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 10 retained samples were visually inspected, and no open packages were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ arterial blood collection syringe, the sterile barrier of the outer packaging was no sealed properly. No adverse impact was reported regarding the patient or user.